Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was monitored for several days and no blank or black display anomaly noted. No damage found on lcd isolation tape noted, however moisture damage found on the radio frequency board. The insulin pump had cracked case at display window corners, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have excessive blank screen display, even after battery changes. Date and time would have to be reset. Customer also reported that bottom right of display screen was cracked. Customer's blood glucose was 600 mg/dl, which was treated with bolus delivery. After troubleshooting, customer was advised that insulin pump would need to be replaced.